Event description:
It was reported that a malfunction alarm occurred. The customer reported they would contact their health care provider regarding an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.